Manufacturer narrative:
Engineering evaluation noted that the contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Review of the device history record showed that the named devices were accepted with conformance to the device requirements.

Event description:
Revision due to subsidence.